Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to replicate the issue with a trainer and testing catheter. No issues were found in the logs. After running the iabp at 130 bpm for about half hour, the fse unsuccessfully attempted to complete an all manifold test, failing the pim test. The fse removed the pim for physical inspection. No damage to the pim or safety disk was noted. The fse replaced the pim and successfully completed an all manifold test. The fse ran the iabp again at 130 bpm, and unsuccessfully completed an all manifold test, falling the pim test. The fse replaced the pim, and successfully completed two all manifold test without issues. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that patient use the cardiosave intra-aortic balloon pump (iabp) had a helium leak. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period (feb 2020 through jan 2021) was reviewed. There were no triggers identified for the review period.

Event description:
N/a.